Event description:
It was reported that patient lost stimulation and the ipg was unable to communicate with external devices. Programmer displayed end of life (eol) message and ipg was deemed inoperable. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.